Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted two (2) pieces of particulate matter (pm) partially embedded inside the fluid pathway of the drain line tubing. The particulate was jagged, partially encapsulated, hard and black in color. The reported condition was verified. The cause of the condition was intrinsic to the manufacturing process; the pm was burnt plastic caused by a pin build up during the tubing extrusion process. Particulate matter in the drain line does not pose a significant risk to the patient because the drain line is not part of the fluid path leading to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿black colored foreign object¿ was found inside the tubing of an amia automated pd cycler set. This occurred prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.